Event description:
It was reported that multiple cartridge change errors occurred along with cartridge alarms (alarm 19) during the load sequence with different cartridges. Customer¿s blood glucose level was 152 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.